Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the pump was placed, and flows were low. The 2nd cp was placed as replacement, and additionally the team made the decision to discuss rf flex placement to assist with the ventricular failure. The family made the choice to withdraw care and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.